Event description:
It was reported that: "physician was coiling off a shallow basilar reoccurrence. He was on his final coil, a 1 x2 optima complex super soft. The deployment went well. The optima was detached and the pusher was removed. Then doctor removed the catheter and the 1/2 of the coil was drug out by the micro catheter. With about 1 cm of the coil in the parent artery he decided to lay down another stryker atlas out the other pca branch. The patient is doing fine with no issues." 28jul2022, additional information provided - "no injury to the patient occurred."

Manufacturer narrative:
Balt USA reference number: (B)(4). Incident being reported due to the physician intervention performed during the procedure. The implant of the optima coil system was able to successfully deploy and detach within the treatment site. After the physician removed the microcatheter, the implant coil became herniated with half of the implant protruding out of the treatment location. With about 1cm of the implant coil protruding into the parent artery, the physician deployed a stent to tack down the herniated implant coil. No patient injury occurred as a result of the incident. Post-surgery, the patient was reported to be fine with no other issues. An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f220500777 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.